Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector prior to insertion and this issue occurred with two infusion sets. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.